Event description:
Allegedly, part of the ceramic beak on distal end of sheath broke off in pt during a transurethral bladder resection; the doctor removed it, replaced device and went on to complete the procedure. When the doctor removed the resectoscope at the end of the procedure, he noted that the pt was bleeding. He believes that the pt experienced a lacerated urethra during the removal of the broken beak. Doctor sutured area and stated that the pt tolerated the procedure well.

Manufacturer narrative:
Most of the beak has broken off leaving a small remnant on distal end of sheath. A possible reason for breakage is that the beak material was damaged or cracked before the procedure due to the sheath coming into contact with a hard surface or being dropped.